Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a procedure for closure performed on (B)(6) 2025. During the procedure, the clip did not deploy as intended. Standard hand movements and deployment process were attempted, but the clip appeared to be stuck. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.